Manufacturer narrative:
Pump received with blank display due to interface board broken solder joint. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Battery compartment screw thread was inspected and no anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked and threading in battery compartment was wasted. Customer's blood glucose was unknown. Insulin pump would need to be replaced.